Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was report that an asymptomatic patient presented at a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited loss of capture and oversensing that led to pacing inhibition. Programming changes were made. The patient was in stable condition.